Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed multiple sheath kinks 50.5cm, 24.5 and 16cm-17cm distal of the strain relief. The tip was damaged as there was ptfe delaminating from the inner sheath wall. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked. Product analysis could not confirm the reported event of hematoma as clinical circumstances could not be replicated.

Event description:
Reportable based on analysis completed on 05jan2022. It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. While advancing the wds through the was the physician noted some difficulty. It was discovered that the was had become kinked. Both devices were removed from the patient and due to the patients anatomy the procedure was cancelled. However, returned device analysis revealed ptfe delamination from the inner sheath wall.